Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon approximately four hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the pledget pieces. During removal she experienced vaginal pain which resolved. She did not seek medical attention and did not experience any adverse health effects.